Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting high out of range right ventricular (rv) lead impedance measurements. Technical services (ts) was consulted and recommended further system testing. The patient will continue to be monitored. This ICD system remains in service. No adverse patient effects were reported.